Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that physician noticed patient's right ventricular lead was failing to capture during an unrelated electrophysiology study. Patient also reported feeling dizzy. The lead was capped and replaced during the same procedure and the study was resumed. Patient was stable after the event.